Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 320 mg/dl during the phone call. The customer stated she had been under a lot of stress and also stated she had four drinks prior to the hospitalization, which contributed to high blood glucose readings. Troubleshooting was performed and the insulin pump had a daily total of 0.0 units for the day prior to the hospitalization. The customer stated she is sure she used the insulin pump that day and she felt the insulin pump history was inaccurate. All other programming was correct.